Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until failed test on (B)(6) 2010. The user was alerted to the problem by a red status indicator flashing and an audible beep. There was no fault found with the pad or pad-pak but the low battery warning was delivered due to the pad-pak being so depleted it triggered the battery mgmt system in the device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.